Manufacturer narrative:
The customer reported when flushing the set, leaking occurred from the spin male luer lock at the connection to IV catheter. The minibore set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No cracks or damage were observed. Reddish/ brown material was observed inside the sets nac plus connector and male luer. No other anomalies were observed. Functional and pressure testing resulted in the set flowing freely and ran with no leaking or other issues observed. The root cause was not identified.

Event description:
The customer reported when flushing the set, leaking occurred from the spin male luer lock at the connection to IV catheter.

Manufacturer narrative:
Gtin number for item: mp5302-c, lot: 17028029 is (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that when priming the extension set with ns, the tubing leaked at the connection "coming" and from the patient. There was no patient harm.

Manufacturer narrative:
Gtin number for item: mp5302-c, lot: 16128049 is (B)(4).